Event description:
It was reported that there was noise on the lead via a competitor device. The lead was explanted and replaced, whereupon no noise was seen on the lead via the analyzer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. It was noted the distal conductor was fractured. There were all conductors distorted, proximal conductor blood/body fluid (not obstructed), outer insulation breached cut, outer insulation breached cut and outer insulation cosmetic depression.